Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. The lesion was located in the left anterior descending artery. The promus element, mr ous 2.50 x 32 mm, was being advanced to the lesion and the shaft of the stent broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was further reported that the break occurred while trying to advance the stent to cross the lesion. The lesion was 95% stenosed and was located in a mildly calcified and non tortuous mid left anterior descending artery. The device was removed intact. Another promus element stent was used to complete the procedure.

Event description:
It was further reported that the break occurred while trying to advance the stent to cross the lesion. The lesion was 95% stenosed and was located in a mildly calcified and non tortuous mid left anterior descending artery. The device was removed intact. Another promus element stent was used to complete the procedure.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated date of this report was incorrect on supplement 1 and should have been (B)(4) 2012. Device evaluated by manufacturer: a visual and microscopic examination identified a shaft hypotube break located 24.5cm from the catheter strain relief. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).